Event description:
New information received notes that the patient was discharged on the day of pacemaker explant.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned at elective replacement level consistent with projected longevity. Electrical and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced. Information regarding patient condition was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission that the patient's pacemaker was exhibiting premature battery depletion. Suggestions to replace the pacemaker have been made but has not been completed or scheduled. There were no patient consequences.